Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain / pelvic heaviness'), device dislocation ('right implant was in the distal part (no migration of both essure)'), embedded device ('potential presence of particles from the insertion in the uterine tissue couldn¿t be ruled out'), arrhythmia ('heart rhythm disorder'), bartholin's cyst ('bartholin's cyst') and staphylococcal infection ('staphylococcus aureus') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. Other product or product use issues identified: device material issue "degradation of essure implants, in the welding area, with release of metals (tin)". The patient's medical history included primiparous in 2006. Concomitant products included tramadol since (B)(6) 2014. On an unknown date, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 g per day, continuously. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced bartholin's cyst (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pain ("pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), arrhythmia (seriousness criterion medically significant), adenomyosis ("adenomyosis"), back pain ("low back pain (both sides)"), dysmenorrhoea ("dysmenorrhea"), polymenorrhagia ("unusual menstrual bleeding (heavy and frequent) / haemorrhagic periods"), fatigue ("significant tiredness"), headache ("headache (intense, frequent)"), disturbance in attention ("concentration disorder (reading difficulties)"), speech disorder ("speech disorders"), memory impairment ("memory disorder (short term memory)"), vision blurred ("vision disorder (fog) / vision problems"), alopecia ("hair loss"), dizziness ("recurrent dizziness"), loss of libido ("loss of libido"), paraesthesia ("tingling (mainly in right arm)"), initial insomnia ("difficulties in falling asleep, recurrent insomnia"), nightmare ("nightmares"), neck pain ("neck pain"), arthromyalgia ("muscle and joint pain"), eczema ("skin reaction (eczema)"), tendonitis ("recurrent tendinitis"), tremor ("tremors"), pollakiuria ("pollakiuria"), mental disorder ("after removal of essure remaining psychic impact"), musculoskeletal pain ("muscle and joint pain"), depression ("depression"), amnesia ("memory loss"), aphasia ("speech loss"), staphylococcal infection (seriousness criterion medically significant), ear disorder ("ear disorder"), nasal disorder ("nose disorder"), pharyngeal disorder ("throat disorder"), anaemia ("anaemia"), abscess ("abscess"), dyspareunia ("painful sexual intercourse"), presbyopia ("worsening of presbyopia") and rash pruritic ("skin rash with itching on arms, legs and hands") and was found to have weight increased ("weight gain"). The patient was treated with analgesics and surgery (ablation and hysterectomy - exeresis of uterus and uterine tubes). Essure was removed on (B)(6) 2019. Mirena was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, bartholin's cyst, adenomyosis and polymenorrhagia had resolved, the embedded device, musculoskeletal pain, depression, amnesia, aphasia, staphylococcal infection, ear disorder, nasal disorder, pharyngeal disorder, weight increased, anaemia, abscess, dyspareunia, presbyopia and rash pruritic outcome was unknown, the arrhythmia, pain, back pain, dysmenorrhoea, fatigue, headache, disturbance in attention, speech disorder, memory impairment, vision blurred, alopecia, dizziness, loss of libido, paraesthesia, initial insomnia, nightmare, neck pain, arthromyalgia, eczema, tendonitis, tremor and pollakiuria was resolving and the mental disorder had not resolved. The reporter considered abscess, adenomyosis, alopecia, amnesia, anaemia, aphasia, arrhythmia, arthromyalgia, back pain, depression, device dislocation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, ear disorder, eczema, embedded device, fatigue, headache, initial insomnia, loss of libido, memory impairment, mental disorder, nasal disorder, neck pain, nightmare, pain, paraesthesia, pelvic pain, pharyngeal disorder, pollakiuria, polymenorrhagia, presbyopia, rash pruritic, speech disorder, staphylococcal infection, tendonitis, tremor, vision blurred, weight increased and musculoskeletal pain to be related to essure. The reporter provided no causality assessment for bartholin's cyst with essure. The reporter provided no causality assessment for abscess, adenomyosis, alopecia, amnesia, anaemia, aphasia, arrhythmia, arthromyalgia, back pain, bartholin's cyst, depression, device dislocation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, ear disorder, eczema, embedded device, fatigue, headache, initial insomnia, loss of libido, memory impairment, mental disorder, nasal disorder, neck pain, nightmare, pain, paraesthesia, pelvic pain, pharyngeal disorder, pollakiuria, polymenorrhagia, presbyopia, rash pruritic, speech disorder, staphylococcal infection, tendonitis, tremor, vision blurred, weight increased and musculoskeletal pain with mirena. The reporter commented: on (B)(6) 2014, the patient underwent essure insertion under general anesthesia, in association with removal of left bartholin gland and removal of mirena. Inserts were correctly placed with 5 trailing coils on right and 4 trailing coils on left. Duration of the intervention: 8 min. On (B)(6) 2014 analgesics were prescribed. A control showed the correct position of essure implants. Afterwards, the patient experienced numerous symptoms, with slow disclosure, leading to self-medication. No migration of both essure but the right implant was in the distal part. On (B)(6) 2019, exeresis of uterus and uterine tubes. A slight granulomatous reaction was observed. The patient noticed an improvement of her health status, with a remaining psychic impact. Analysis showed a degradation of essure implants, in the welding area, with release of metals (tin) responsible of adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2019: fibromatous uterus with diffuse adenomyosis. Essure inserts were correctly placed. Small left ovarian cyst. Pathology test - in 2019: myomas measuring 20 mm in diameter, internal adenomyosis. Scan - on an unknown date: no migration of both essure but the right implant was in the distal part; on (B)(6) 2014: showed essure in correct position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2020: events potential presence of particles from the insertion in the uterine tissue couldn¿t be ruled out, worsening of presbyopia, skin rash with itching on arms, legs and hands added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. As regarding the mirena (levonorgestrel-ius) the events are bilateral pelvic pain and device dislocation are listed, while staphylococcal infection, heart rhythm disorder and bartholin's cyst are unlisted in the reference safety information for this suspect product. All these events were considered unrelated; bartholin¿s cyst considering its etiology, and the remaining events due to the negative temporal relationship with mirena.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain'), device dislocation ('right implant was in the distal part (no migration of both essure)'), arrhythmia ('heart rhythm disorder'), bartholin's cyst ('bartholin's cyst') and staphylococcal infection ('staphylococcus aureus') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. Other product or product use issues identified: device material issue "degradation of essure implants, in the welding area, with release of metals (tin)". The patient's medical history included primiparous in 2006. Concomitant products included tramadol since (B)(6) 2014. On an unknown date, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 g per day, continuously.mirena was removed on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced bartholin's cyst (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pain ("pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), arrhythmia (seriousness criterion medically significant), adenomyosis ("adenomyosis"), back pain ("low back pain (both sides)"), dysmenorrhoea ("dysmenorrhea"), polymenorrhagia ("unusual menstrual bleeding (heavy and frequent) / haemorrhagic periods"), fatigue ("significant tiredness"), headache ("headache (intense, frequent)"), disturbance in attention ("concentration disorder (reading difficulties)"), speech disorder ("speech disorders"), memory impairment ("memory disorder (short term memory)"), vision blurred ("vision disorder (fog) / vision problems"), alopecia ("hair loss"), dizziness ("recurrent dizziness"), loss of libido ("loss of libido"), paraesthesia ("tingling (mainly in right arm)"), initial insomnia ("difficulties in falling asleep, recurrent insomnia"), nightmare ("nightmares"), neck pain ("neck pain"), arthromyalgia ("muscle and joint pain"), eczema ("skin reacion (eczema)"), tendonitis ("recurrent tendinitis"), tremor ("tremors"), pollakiuria ("pollakiuria"), mental disorder ("after removal of essure remaining psychic impact"), musculoskeletal pain ("muscle and joint pain"), depression ("depression"), amnesia ("memory loss"), aphasia ("speech loss"), staphylococcal infection (seriousness criterion medically significant), ear disorder ("ear disorder"), nasal disorder ("nose disorder"), laryngeal disorder ("throat disorder"), anaemia ("anaemia"), abscess ("abscess") and dyspareunia ("painful sexual intercourse") and was found to have weight increased ("weight gain"). The patient was treated with analgesics and surgery (ablation and hysterectomy - exeresis of uterus and uterine tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device dislocation, bartholin's cyst, adenomyosis and polymenorrhagia had resolved, the arrhythmia, pain, back pain, dysmenorrhoea, fatigue, headache, disturbance in attention, speech disorder, memory impairment, vision blurred, alopecia, dizziness, loss of libido, paraesthesia, initial insomnia, nightmare, neck pain, arthromyalgia, eczema, tendonitis, tremor and pollakiuria was resolving, the mental disorder had not resolved and the musculoskeletal pain, depression, amnesia, aphasia, staphylococcal infection, ear disorder, nasal disorder, laryngeal disorder, weight increased, anaemia, abscess and dyspareunia outcome was unknown. The reporter considered abscess, adenomyosis, alopecia, amnesia, anaemia, aphasia, arrhythmia, arthromyalgia, back pain, depression, device dislocation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, ear disorder, eczema, fatigue, headache, initial insomnia, laryngeal disorder, loss of libido, memory impairment, mental disorder, nasal disorder, neck pain, nightmare, pain, paraesthesia, pelvic pain, pollakiuria, polymenorrhagia, speech disorder, staphylococcal infection, tendonitis, tremor, vision blurred, weight increased and musculoskeletal pain to be related to essure. The reporter provided no causality assessment for bartholin's cyst with essure. The reporter provided no causality assessment for abscess, adenomyosis, alopecia, amnesia, anaemia, aphasia, arrhythmia, arthromyalgia, back pain, bartholin's cyst, depression, device dislocation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, ear disorder, eczema, fatigue, headache, initial insomnia, laryngeal disorder, loss of libido, memory impairment, mental disorder, nasal disorder, neck pain, nightmare, pain, paraesthesia, pelvic pain, pollakiuria, polymenorrhagia, speech disorder, staphylococcal infection, tendonitis, tremor, vision blurred, weight increased and musculoskeletal pain with mirena. The reporter commented: on (B)(6) 2014 analgesics were prescribed. A control showed the correct position of essure implants. Afterwards, the patient experienced numerous symptoms, with slow disclosure, leading to self-medication. No migration of both essure but the right implant was in the distal part. On (B)(6) 2019, exeresis of uterus and uterine tubes. A slight granulomatous reaction was observed. The patient noticed an improvement of her health status, with a remaining psychic impact. Analysis showed a degradation of essure implants, in the welding area, with release of metals (tin) responsible of adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: no migration of both essure but the right implant was in the distal part; on (B)(6) 2014: showed essure in correct position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: the correct initial receipt date of this case is (B)(6) 2020. Information from case ha number (B)(4) received - events muscle and joint pain, depression, memory loss, speech loss, staphylococcus aureus, ear problems, nose problems, throat problems, weight gain, anaemia, abscess and painful sexual intercourse added. Ha reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. As regarding the mirena (levonorgestrel-ius) the events are bilateral pelvic pain and device dislocation are listed, while staphylococcal infection, heart rhythm disorder and bartholin's cyst are unlisted in the reference safety information for this suspect product. All these events were considered unrelated; bartholin¿s cyst considering its etiology, and the remaining events due to the negative temporal relationship with mirena.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain'), device dislocation ('right implant was in the distal part (no migration of both essure)'), arrhythmia ('heart rhythm disorder') and bartholin's cyst ('bartholin's cyst') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. Other product or product use issues identified: device material issue "degradation of essure implants, in the welding area, with release of metals (tin)". The patient's medical history included primiparous in 2006. Concomitant products included tramadol since (B)(6) 2014. On an unknown date, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 ¿g per day, continuously. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced bartholin's cyst (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pain ("pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), adenomyosis ("adenomyosis"), back pain ("low back pain (both sides)"), dysmenorrhoea ("dysmenorrhea"), polymenorrhagia ("unusual menstrual bleeding (heavy and frequent)"), headache ("headache (intense, frequent)"), disturbance in attention ("concentration disorder (reading difficulties)"), speech disorder ("speech disorders"), memory impairment ("memory disorder (short term memory)"), vision blurred ("vision disorder (fog)"), alopecia ("hair loss"), dizziness ("recurrent dizziness"), loss of libido ("loss of libido"), paraesthesia ("tingling (mainly in right arm)"), initial insomnia ("difficulties in falling asleep, recurrent insomnia"), nightmare ("nightmares"), neck pain ("neck pain"), musculoskeletal pain ("muscle and joint pain"), eczema ("skin reacion (eczema)"), tendonitis ("recurrent tendinitis"), fatigue ("significant tiredness"), arrhythmia (seriousness criterion medically significant), tremor ("tremors"), pollakiuria ("pollakiuria") and mental disorder ("after removal of essure remaining psychic impact"). The patient was treated with analgesics and surgery (ablation and exeresis of uterus and uterine tubes). Essure was removed on (B)(6) 2019. Mirena was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, adenomyosis, polymenorrhagia and bartholin's cyst had resolved, the pain, back pain, dysmenorrhoea, headache, disturbance in attention, speech disorder, memory impairment, vision blurred, alopecia, dizziness, loss of libido, paraesthesia, initial insomnia, nightmare, neck pain, musculoskeletal pain, eczema, tendonitis, fatigue, arrhythmia, tremor and pollakiuria was resolving and the mental disorder had not resolved. The reporter considered adenomyosis, alopecia, arrhythmia, back pain, device dislocation, disturbance in attention, dizziness, dysmenorrhoea, eczema, fatigue, headache, initial insomnia, loss of libido, memory impairment, mental disorder, musculoskeletal pain, neck pain, nightmare, pain, paraesthesia, pelvic pain, pollakiuria, polymenorrhagia, speech disorder, tendonitis, tremor and vision blurred to be related to essure. The reporter provided no causality assessment for bartholin's cyst with essure. The reporter provided no causality assessment for adenomyosis, alopecia, arrhythmia, back pain, bartholin's cyst, device dislocation, disturbance in attention, dizziness, dysmenorrhoea, eczema, fatigue, headache, initial insomnia, loss of libido, memory impairment, mental disorder, musculoskeletal pain, neck pain, nightmare, pain, paraesthesia, pelvic pain, pollakiuria, polymenorrhagia, speech disorder, tendonitis, tremor and vision blurred with mirena. The reporter commented: on (B)(6) 2014 analgesics were prescribed. A control showed the correct position of essure implants. Afterwards, the patient experienced numerous symptoms, with slow disclosure, leading to self-medication. No migration of both essure but the right implant was in the distal part. On (B)(6) 2019, exeresis of uterus and uterine tubes. A slight granulomatous reaction was observed. The patient noticed an improvement of her health status, with a remaining psychic impact. Analysis showed a degradation of essure implants, in the welding area, with release of metals (tin) responsible of adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: no migration of both essure but the right implant was in the distal part; on (B)(6) 2014: showed essure in correct position. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. As regarding the mirena (levonorgestrel-ius) the events are bilateral pelvic pain and device dislocation are listed, while heart rhythm disorder and bartholin's cyst are unlisted in the reference safety information for this suspect product. All these events were considered unrelated, bartholin¿s cyst considering its etiology and the remaining events due to the negative temporal relationship with mirena.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("bilateral pelvic pain / pelvic heaviness"), device dislocation ("right implant was in the distal part (no migration of both essure)"), embedded device ("potential presence of particles from the insertion in the uterine tissue couldn¿t be ruled out"), arrhythmia ("heart rhythm disorder"), bartholin's cyst ("bartholin's cyst") and staphylococcal infection ("staphylococcus aureus") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. An additional suspect product was mirena. Product or product use issues identified: device material degradation ("degradation of essure implants, in the welding area, with release of metals (tin) / presence of tin particles in the tissue of adenomyosis"). The patient had a medical history of primiparous in 2006 and bartholin's cyst. There was no medical history provided before implant of essure. Previously administered products included: iud nos. Concomitant products included proton pump inhibitors from 2015 to 2018, antiallergic agents from 2015 to 2018, antidepressants from 2015 to 2018, antispasmodic (atropine sulfate;hyoscine hydrobromide;hyoscyamine hydrobromide;phenobarbital) from 2015 to 2018, anti-inflammatory (diclofenac sodium) from 2015 to 2018, antalgic [paracetamol] from 2015 to 2018 and tramadol since 07-oct-2014. On an unknown date, the patient had mirena inserted (intra-uterine), releasing product at 20¿g per day, continuously. It was removed on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced bartholin's cyst (seriousness criterion medically important). On (B)(6) 2014, she experienced pain ("pain"). Essure was removed on (B)(6) 2019. On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criterion medically important), embedded device (seriousness criterion medically important), device expulsion ("potential presence of particles from the insertion in the uterine tissue couldn¿t be ruled out"), arrhythmia (seriousness criterion medically important), adenomyosis ("adenomyosis"), back pain ("low back pain (both sides)"), dysmenorrhoea ("dysmenorrhea"), polymenorrhagia ("unusual menstrual bleeding (heavy and frequent) / haemorrhagic periods"), fatigue ("significant tiredness"), headache ("headache (intense, frequent) /helmet cranial pain"), disturbance in attention ("concentration disorder (reading difficulties)"), speech disorder ("speech disorders"), memory impairment ("memory disorder (short term memory) / immediate memory troubles"), vision blurred ("vision disorder (fog) / vision problems"), alopecia ("hair loss"), dizziness ("recurrent dizziness"), loss of libido ("loss of libido"), paraesthesia ("tingling (mainly in right arm)"), initial insomnia ("difficulties in falling asleep, recurrent insomnia"), nightmare ("nightmares"), neck pain ("neck pain"), a first episode of musculoskeletal pain ("muscle and joint pain"), eczema ("skin reaction (eczema)"), tendonitis ("recurrent tendinitis"), tremor ("tremors"), pollakiuria ("pollakiuria"), mental disorder ("after removal of essure remaining psychic impact"), a second episode of musculoskeletal pain ("muscle and joint pain"), depression ("depression"), amnesia ("memory loss"), aphasia ("speech loss"), staphylococcal infection (seriousness criterion medically important), ear disorder ("ear disorder"), nasal disorder ("nose disorder"), pharyngeal disorder ("throat disorder"), anaemia ("anaemia"), abscess ("abscess"), dyspareunia ("painful sexual intercourse"), presbyopia ("worsening of presbyopia"), rash pruritic ("skin rash with itching on arms, legs and hands"), asthenia ("asthenia"), arthralgia ("arthralgias"), vertigo ("vertigo"), rash ("cutaneous rashes") and pruritus ("itching") and was found to have weight increased ("weight gain"). The patient was treated with analgesics as well as surgery (hysterectomy - exeresis of uterus and uterine tubes and ablation). At the time of the report, the arrhythmia, pain, back pain, dysmenorrhoea, fatigue, headache, disturbance in attention, speech disorder, memory impairment, vision blurred, alopecia, dizziness, loss of libido, paraesthesia, initial insomnia, nightmare, neck pain, eczema, tendonitis, tremor and pollakiuria were resolving, the pelvic pain, device dislocation, bartholin's cyst, adenomyosis and polymenorrhagia had resolved and the mental disorder had not resolved. The outcomes for embedded device, device expulsion, depression, amnesia, aphasia, staphylococcal infection, ear disorder, nasal disorder, pharyngeal disorder, weight increased, anaemia, abscess, dyspareunia, presbyopia, rash pruritic, asthenia, arthralgia, vertigo, rash, pruritus and the last episode of musculoskeletal pain were unknown. The reporter considered abscess, adenomyosis, alopecia, amnesia, anaemia, aphasia, arrhythmia, arthralgia, asthenia, back pain, depression, device dislocation, device expulsion, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, ear disorder, eczema, embedded device, fatigue, headache, initial insomnia, loss of libido, memory impairment, mental disorder, the first episode of musculoskeletal pain, the second episode of musculoskeletal pain, nasal disorder, neck pain, nightmare, pain, paraesthesia, pelvic pain, pharyngeal disorder, pollakiuria, polymenorrhagia, presbyopia, pruritus, rash, rash pruritic, speech disorder, staphylococcal infection, tendonitis, tremor, vertigo, vision blurred and weight increased to be related to essure administration. No causality assessment was received for essure with regard to bartholin's cyst nor for mirena with regard to pain, adenomyosis, back pain, dysmenorrhoea, polymenorrhagia, headache, disturbance in attention, speech disorder, memory impairment, vision blurred, alopecia, dizziness, loss of libido, paraesthesia, initial insomnia, nightmare, neck pain, the first episode of musculoskeletal pain, eczema, tendonitis, pelvic pain, fatigue, arrhythmia, tremor, pollakiuria, bartholin's cyst, mental disorder, device dislocation, the second episode of musculoskeletal pain, depression, amnesia, aphasia, staphylococcal infection, ear disorder, nasal disorder, pharyngeal disorder, weight increased, anaemia, abscess, dyspareunia, presbyopia, rash pruritic, embedded device, asthenia, arthralgia, vertigo, rash, pruritus or device expulsion. The reporter commented: on (B)(6) 2014, the patient underwent essure insertion under general anesthesia, in association with removal of left bartholin gland and removal of mirena. Inserts were correctly placed with 5 trailing coils on right and 4 trailing coils on left. Duration of the intervention: 8 min. On (B)(6) 2014 analgesics were prescribed. A control showed the correct position of essure implants. Afterwards, the patient experienced numerous symptoms, with slow disclosure, leading to self-medication. No migration of both essure but the right implant was in the distal part. On (B)(6) 2019, exeresis of uterus and uterine tubes without any reported issue . A slight granulomatous reaction was observed. The patient noticed an improvement of her health status, with a remaining psychic impact. Analysis showed a degradation of essure implants, in the welding area, with release of metals (tin) responsible of adenomyosis. In minapath examination on (B)(6) 2019, were disclosed presence of tin particles in the tissue of adenomyosis. On 01-mar-2023 lawyer reported her client received osteopath and chinese medicine sessions during 2015 and 2018. It was also noted prescriptions of antalgic, anti-inflammatory, antispasmodic, antidepressant, corticoid antihistaminic and proton pump inhibitor drugs between 2015 and 2018 without any medical explanation related for these medical prescriptions. There was no information provided after essure¿s removal about the outcome of the various reported troubles. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging abdominal] on (B)(6) 2019: indication: control before ablation essure devices. Fibromatous uterus with diffuse adenomyosis. Essure inserts were correctly placed. Small left ovarian cyst. [Pathology test] in 2019: myomas measuring 20 mm in diameter, internal adenomyosis and a small granulomatosis reaction at the level of the essure; on (B)(6) 2019: mineralogical analysis report scanning electron microscopy analysis of a uterine tube biopsy section revealed the presence of inorganic particles. Out of the 4 fields observed, energy dispersive x-ray analysis of 21 particles gave us the spectrum of their chemical composition which allows us to associate them to particle families: 9 steel, 4 napsca(fe}, 3 titanium compound, 1 aluminosilicates, 1 simg, 1 calcium compound, 1 chlorine compound and 1 calcium phosphate. The napsca(fe) and calcium phosphate particles are likely of endogenous origin; on 31-oct-2019: mineralogical analysis report scanning electron microscopy analysis coupled with energy dispersive x-ray analysis of the soldering area of an essure implant ((B)(6)) revealed the presence of particles in this area. Most of the 60 spectra obtained show a tin peak. The particles are embedded in an organic sleeve that could correspond to a tissue remnant. The elements n, na, mg, p, s, cl and ca could thus come from the tissue and have an endogenous origin. The n°2 field is realized at the level of the small spring (n2}, which explains the presence of the elements fe, cr and ni. The n°3 field is realized near the large spring (n4), which explains the presence of ti and ni elements. The small spring is mainly composed of fe, cr and ni elements and the large spring of ti and ni elements. [Scan] on (B)(6) 2014: showed essure in correct position; (date unknown): no migration of both essure but the right implant was in the distal part. [Specialist consultation] in august 2019: consultation reporting the following issues pelvic pain, asthenia, arthralgias, helmet cranial pain, vertigos, cutaneous rashes, immediate memory troubles, insomnia, itching. On one uterine echography, it appears that an adenomyosis was reported. In addition, the presence of essure was identified (one of them being close to an external migration). [Ultrasound pelvis] in august 2019: it appears that an adenomyosis was reported. In addition, the presence of essure was identified (one of them being close to an external migration). Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 01-mar-2023: the following information were included primary's reporter, patient's information, medical history, historical drug, lab data, concomitant products, new events asthenia, arthralgias, vertigo, skin rash, itching, imdrf updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("bilateral pelvic pain / pelvic heaviness"), device dislocation ("right implant was in the distal part (no migration of both essure)"), embedded device ("potential presence of particles from the insertion in the uterine tissue couldn¿t be ruled out"), arrhythmia ("heart rhythm disorder"), bartholin's cyst ("bartholin's cyst") and staphylococcal infection ("staphylococcus aureus") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. An additional suspect product was mirena. Product or product use issues identified: device material degradation ("degradation of essure implants, in the welding area, with release of metals (tin) / presence of tin particles in the tissue of adenomyosis"). The patient had a medical history of primiparous in 2006 and bartholin's cyst. There was no medical history provided before implant of essure. Previously administered products included: iud nos. Concomitant products included proton pump inhibitors from 2015 to 2018, antiallergic agents from 2015 to 2018, antidepressants from 2015 to 2018, antispasmodic (atropine sulfate;hyoscine hydrobromide;hyoscyamine hydrobromide;phenobarbital) from 2015 to 2018, anti-inflammatory (diclofenac sodium) from 2015 to 2018, antalgic [paracetamol] from 2015 to 2018 and tramadol since (B)(6) 2014. On an unknown date, the patient had mirena inserted (intra-uterine), releasing product at 20 g per day, continuously. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced bartholin's cyst (seriousness criterion medically important). On (B)(6) 2014 she experienced pain ("pain"). On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criterion medically important), embedded device (seriousness criterion medically important), device expulsion ("potential presence of particles from the insertion in the uterine tissue couldn¿t be ruled out"), arrhythmia (seriousness criterion medically important), adenomyosis ("adenomyosis"), back pain ("low back pain (both sides)"), dysmenorrhoea ("dysmenorrhea"), polymenorrhagia ("unusual menstrual bleeding (heavy and frequent) / haemorrhagic periods"), fatigue ("significant tiredness"), headache ("headache (intense, frequent) /helmet cranial pain"), disturbance in attention ("concentration disorder (reading difficulties)"), speech disorder ("speech disorders"), memory impairment ("memory disorder (short term memory) / immediate memory troubles"), vision blurred ("vision disorder (fog) / vision problems"), alopecia ("hair loss"), dizziness ("recurrent dizziness"), loss of libido ("loss of libido"), paraesthesia ("tingling (mainly in right arm)"), initial insomnia ("difficulties in falling asleep, recurrent insomnia"), nightmare ("nightmares"), neck pain ("neck pain"), a first episode of musculoskeletal pain ("muscle and joint pain"), eczema ("skin reacion (eczema)"), tendonitis ("recurrent tendinitis"), tremor ("tremors"), pollakiuria ("pollakiuria"), mental disorder ("after removal of essure remaining psychic impact"), a second episode of musculoskeletal pain ("muscle and joint pain"), depression ("depression"), amnesia ("memory loss"), aphasia ("speech loss"), staphylococcal infection (seriousness criterion medically important), ear disorder ("ear disorder"), nasal disorder ("nose disorder"), pharyngeal disorder ("throat disorder"), anaemia ("anaemia"), abscess ("abscess"), dyspareunia ("painful sexual intercourse"), presbyopia ("worsening of presbyopia"), rash pruritic ("skin rash with itching on arms, legs and hands"), asthenia ("asthenia"), arthralgia ("arthralgias"), vertigo ("vertigo"), rash ("cutaneous rashes") and pruritus ("itching") and was found to have weight increased ("weight gain"). The patient was treated with analgesics as well as surgery (hysterectomy - exeresis of uterus and uterine tubes and ablation). Mirena was removed on (B)(6) 2014. Essure was removed on (B)(6) 2019. At the time of the report, the arrhythmia, pain, back pain, dysmenorrhoea, fatigue, headache, disturbance in attention, speech disorder, memory impairment, vision blurred, alopecia, dizziness, loss of libido, paraesthesia, initial insomnia, nightmare, neck pain, eczema, tendonitis, tremor and pollakiuria were resolving, the pelvic pain, device dislocation, bartholin's cyst, adenomyosis and polymenorrhagia had resolved and the mental disorder had not resolved. The outcomes for embedded device, device expulsion, depression, amnesia, aphasia, staphylococcal infection, ear disorder, nasal disorder, pharyngeal disorder, weight increased, anaemia, abscess, dyspareunia, presbyopia, rash pruritic, asthenia, arthralgia, vertigo, rash, pruritus and the last episode of musculoskeletal pain were unknown. The reporter considered abscess, adenomyosis, alopecia, amnesia, anaemia, aphasia, arrhythmia, arthralgia, asthenia, back pain, depression, device dislocation, device expulsion, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, ear disorder, eczema, embedded device, fatigue, headache, initial insomnia, loss of libido, memory impairment, mental disorder, the first episode of musculoskeletal pain, the second episode of musculoskeletal pain, nasal disorder, neck pain, nightmare, pain, paraesthesia, pelvic pain, pharyngeal disorder, pollakiuria, polymenorrhagia, presbyopia, pruritus, rash, rash pruritic, speech disorder, staphylococcal infection, tendonitis, tremor, vertigo, vision blurred and weight increased to be related to essure administration. No causality assessment was received for essure with regard to bartholin's cyst nor for mirena with regard to pain, adenomyosis, back pain, dysmenorrhoea, polymenorrhagia, headache, disturbance in attention, speech disorder, memory impairment, vision blurred, alopecia, dizziness, loss of libido, paraesthesia, initial insomnia, nightmare, neck pain, the first episode of musculoskeletal pain, eczema, tendonitis, pelvic pain, fatigue, arrhythmia, tremor, pollakiuria, bartholin's cyst, mental disorder, device dislocation, the second episode of musculoskeletal pain, depression, amnesia, aphasia, staphylococcal infection, ear disorder, nasal disorder, pharyngeal disorder, weight increased, anaemia, abscess, dyspareunia, presbyopia, rash pruritic, embedded device, asthenia, arthralgia, vertigo, rash, pruritus or device expulsion. The reporter commented: on (B)(6) 2014, the patient underwent essure insertion under general anesthesia, in association with removal of left bartholin gland and removal of mirena. Inserts were correctly placed with 5 trailing coils on right and 4 trailing coils on left. Duration of the intervention: 8 min. On (B)(6) 2014 analgesics were prescribed. A control showed the correct position of essure implants. Afterwards, the patient experienced numerous symptoms, with slow disclosure, leading to self-medication. No migration of both essure but the right implant was in the distal part. On (B)(6) 2019, exeresis of uterus and uterine tubes without any reported issue . A slight granulomatous reaction was observed. The patient noticed an improvement of her health status, with a remaining psychic impact. Analysis showed a degradation of essure implants, in the welding area, with release of metals (tin) responsible of adenomyosis. In minapath examination on (B)(6) 2019, were disclosed presence of tin particles in the tissue of adenomyosis. On (B)(6) 2023 lawyer reported her client received osteopath and chinese medicine sessions during 2015 and 2018. It was also noted prescriptions of antalgic, anti-inflammatory, antispasmodic, antidepressant, corticoid antihistaminic and proton pump inhibitor drugs between 2015 and 2018 without any medical explanation related for these medical prescriptions. There was no information provided after essure¿s removal about the outcome of the various reported troubles. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging abdominal] on (B)(6) 2019: indication: control before ablation essure devices. Fibromatous uterus with diffuse adenomyosis. Essure inserts were correctly placed. Small left ovarian cyst [pathology test] in 2019: myomas measuring 20 mm in diameter, internal adenomyosis and a small granulomatosis reaction at the level of the essure; on (B)(6) 2019: mineralogical analysis report scanning electron microscopy analysis of a uterine tube biopsy section revealed the presence of inorganic particles. Out of the 4 fields observed, energy dispersive x-ray analysis of 21 particles gave us the spectrum of their chemical composition which allows us to associate them to particle families: 9 steel, 4 napsca(fe}, 3 titanium compound, 1 aluminosilicates, 1 simg, 1 calcium compound, 1 chlorine compound and 1 calcium phosphate. The napsca(fe) and calcium phosphate particles are likely of endogenous origin; on (B)(6) 2019: mineralogical analysis report scanning electron microscopy analysis coupled with energy dispersive x-ray analysis of the soldering area of an essure implant ((B)(6)) revealed the presence of particles in this area. Most of the 60 spectra obtained show a tin peak. The particles are embedded in an organic sleeve that could correspond to a tissue remnant. The elements n, na, mg, p, s, cl and ca could thus come from the tissue and have an endogenous origin. The n°2 field is realized at the level of the small spring (n2}, which explains the presence of the elements fe, cr and ni. The n°3 field is realized near the large spring (n4), which explains the presence of ti and ni elements. The small spring is mainly composed of fe, cr and ni elements and the large spring of ti and ni elements. [Scan] on (B)(6) 2014: showed essure in correct position; (date unknown): no migration of both essure but the right implant was in the distal part [specialist consultation] in (B)(6) 2019: consultation reporting the following issues pelvic pain, asthenia, arthralgias, helmet cranial pain, vertigos, cutaneous rashes, immediate memory troubles, insomnia, itching. On one uterine echography, it appears that an adenomyosis was reported. In addition, the presence of essure was identified (one of them being close to an external migration) [ultrasound pelvis] in (B)(6) 2019: it appears that an adenomyosis was reported. In addition, the presence of essure was identified (one of them being close to an external migration) quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain / pelvic heaviness'), device dislocation ('right implant was in the distal part (no migration of both essure)'), embedded device ('potential presence of particles from the insertion in the uterine tissue couldn¿t be ruled out'), arrhythmia ('heart rhythm disorder'), bartholin's cyst ('bartholin's cyst') and staphylococcal infection ('staphylococcus aureus') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. Other product or product use issues identified: device material issue "degradation of essure implants, in the welding area, with release of metals (tin) / presence of tin particles in the tissue of adenomyosis". The patient's medical history included primiparous in 2006. Concomitant products included tramadol since (B)(6) 2014. On an unknown date, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 g per day, continuously. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced bartholin's cyst (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pain ("pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), arrhythmia (seriousness criterion medically significant), adenomyosis ("adenomyosis"), back pain ("low back pain (both sides)"), dysmenorrhoea ("dysmenorrhea"), polymenorrhagia ("unusual menstrual bleeding (heavy and frequent) / haemorrhagic periods"), fatigue ("significant tiredness"), headache ("headache (intense, frequent)"), disturbance in attention ("concentration disorder (reading difficulties)"), speech disorder ("speech disorders"), memory impairment ("memory disorder (short term memory)"), vision blurred ("vision disorder (fog) / vision problems"), alopecia ("hair loss"), dizziness ("recurrent dizziness"), loss of libido ("loss of libido"), paraesthesia ("tingling (mainly in right arm)"), initial insomnia ("difficulties in falling asleep, recurrent insomnia"), nightmare ("nightmares"), neck pain ("neck pain"), arthromyalgia ("muscle and joint pain"), eczema ("skin reaction (eczema)"), tendonitis ("recurrent tendinitis"), tremor ("tremors"), pollakiuria ("pollakiuria"), mental disorder ("after removal of essure remaining psychic impact"), musculoskeletal pain ("muscle and joint pain"), depression ("depression"), amnesia ("memory loss"), aphasia ("speech loss"), staphylococcal infection (seriousness criterion medically significant), ear disorder ("ear disorder"), nasal disorder ("nose disorder"), pharyngeal disorder ("throat disorder"), anaemia ("anaemia"), abscess ("abscess"), dyspareunia ("painful sexual intercourse"), presbyopia ("worsening of presbyopia") and rash pruritic ("skin rash with itching on arms, legs and hands") and was found to have weight increased ("weight gain"). The patient was treated with analgesics and surgery (ablation and hysterectomy - exeresis of uterus and uterine tubes). Essure was removed on (B)(6) 2019. Mirena was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, bartholin's cyst, adenomyosis and polymenorrhagia had resolved, the embedded device, musculoskeletal pain, depression, amnesia, aphasia, staphylococcal infection, ear disorder, nasal disorder, pharyngeal disorder, weight increased, anaemia, abscess, dyspareunia, presbyopia and rash pruritic outcome was unknown, the arrhythmia, pain, back pain, dysmenorrhoea, fatigue, headache, disturbance in attention, speech disorder, memory impairment, vision blurred, alopecia, dizziness, loss of libido, paraesthesia, initial insomnia, nightmare, neck pain, arthromyalgia, eczema, tendonitis, tremor and pollakiuria was resolving and the mental disorder had not resolved. The reporter considered abscess, adenomyosis, alopecia, amnesia, anaemia, aphasia, arrhythmia, arthromyalgia, back pain, depression, device dislocation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, ear disorder, eczema, embedded device, fatigue, headache, initial insomnia, loss of libido, memory impairment, mental disorder, nasal disorder, neck pain, nightmare, pain, paraesthesia, pelvic pain, pharyngeal disorder, pollakiuria, polymenorrhagia, presbyopia, rash pruritic, speech disorder, staphylococcal infection, tendonitis, tremor, vision blurred, weight increased and musculoskeletal pain to be related to essure. The reporter provided no causality assessment for bartholin's cyst with essure. The reporter provided no causality assessment for abscess, adenomyosis, alopecia, amnesia, anaemia, aphasia, arrhythmia, arthromyalgia, back pain, bartholin's cyst, depression, device dislocation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, ear disorder, eczema, embedded device, fatigue, headache, initial insomnia, loss of libido, memory impairment, mental disorder, nasal disorder, neck pain, nightmare, pain, paraesthesia, pelvic pain, pharyngeal disorder, pollakiuria, polymenorrhagia, presbyopia, rash pruritic, speech disorder, staphylococcal infection, tendonitis, tremor, vision blurred, weight increased and musculoskeletal pain with mirena. The reporter commented: on (B)(6) 2014, the patient underwent essure insertion under general anesthesia, in association with removal of left bartholin gland and removal of mirena. Inserts were correctly placed with 5 trailing coils on right and 4 trailing coils on left. Duration of the intervention: 8 min. On (B)(6) 2014 analgesics were prescribed. A control showed the correct position of essure implants. Afterwards, the patient experienced numerous symptoms, with slow disclosure, leading to self-medication. No migration of both essure but the right implant was in the distal part. On (B)(6) 2019, exeresis of uterus and uterine tubes. A slight granulomatous reaction was observed. The patient noticed an improvement of her health status, with a remaining psychic impact. Analysis showed a degradation of essure implants, in the welding area, with release of metals (tin) responsible of adenomyosis. In minapath examination on (B)(6) 2019, were disclosed presence of tin particles in the tissue of adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2019: fibromatous uterus with diffuse adenomyosis. Essure inserts were correctly placed. Small left ovarian cyst. Pathology test - in 2019: myomas measuring 20 mm in diameter, internal adenomyosis.. Scan - on an unknown date: no migration of both essure but the right implant was in the distal part; on (B)(6) 2014: showed essure in correct position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: result of examination on (B)(6) 2019 in minepath: presence of tin in the tissue of adenomyosis were disclosed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. As regarding the mirena (levonorgestrel-ius) the events are bilateral pelvic pain and device dislocation are listed, while staphylococcal infection, heart rhythm disorder and bartholin's cyst are unlisted in the reference safety information for this suspect product. All these events were considered unrelated; bartholin¿s cyst considering its etiology, and the remaining events due to the negative temporal relationship with mirena.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain'), arrhythmia ('heart rhythm disorder'), device dislocation ('right implant was in the distal part (no migration of both essure)') and bartholin's cyst ('bartholin's cyst') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. Other product or product use issues identified: device material issue "degradation of essure implants, in the welding area, with release of metals (tin)". The patient's medical history included primiparous in 2006. Concomitant products included tramadol since (B)(6) 2014. On an unknown date, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 g per day, continuously. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced bartholin's cyst (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pain ("pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), back pain ("low back pain (both sides)"), dysmenorrhoea ("dysmenorrhea"), polymenorrhagia ("unusual menstrual bleeding (heavy and frequent)"), headache ("headache (intense, frequent)"), disturbance in attention ("concentration disorder (reading difficulties)"), speech disorder ("speech disorders"), memory impairment ("memory disorder (short term memory)"), vision blurred ("vision disorder (fog)"), alopecia ("hair loss"), dizziness ("recurrent dizziness"), loss of libido ("loss of libido"), paraesthesia ("tingling (mainly in right arm)"), insomnia ("difficulties in falling asleep, recurrent insomnia"), nightmare ("nightmares"), neck pain ("neck pain"), musculoskeletal pain ("muscle and joint pain"), eczema ("skin reacion (eczema)"), tendonitis ("recurrent tendinitis"), fatigue ("significant tiredness"), arrhythmia (seriousness criterion medically significant), tremor ("tremors"), pollakiuria ("pollakiuria"), mental disorder ("after removal of essure remaining psychic impact") and device dislocation (seriousness criterion medically significant). The patient was treated with analgesics and surgery (ablation and exeresis of uterus and uterine tubes). Essure was removed on (B)(6) 2019. Mirena was removed on (B)(6) 2014. At the time of the report, the pelvic pain, adenomyosis, polymenorrhagia, device dislocation and bartholin's cyst had resolved, the pain, back pain, dysmenorrhoea, headache, disturbance in attention, speech disorder, memory impairment, vision blurred, alopecia, dizziness, loss of libido, paraesthesia, insomnia, nightmare, neck pain, musculoskeletal pain, eczema, tendonitis, fatigue, arrhythmia, tremor and pollakiuria was resolving and the mental disorder had not resolved. The reporter considered adenomyosis, alopecia, arrhythmia, back pain, device dislocation, disturbance in attention, dizziness, dysmenorrhoea, eczema, fatigue, headache, insomnia, loss of libido, memory impairment, mental disorder, musculoskeletal pain, neck pain, nightmare, pain, paraesthesia, pelvic pain, pollakiuria, polymenorrhagia, speech disorder, tendonitis, tremor and vision blurred to be related to essure. The reporter provided no causality assessment for bartholin's cyst with essure. The reporter provided no causality assessment for adenomyosis, alopecia, arrhythmia, back pain, bartholin's cyst, device dislocation, disturbance in attention, dizziness, dysmenorrhoea, eczema, fatigue, headache, insomnia, loss of libido, memory impairment, mental disorder, musculoskeletal pain, neck pain, nightmare, pain, paraesthesia, pelvic pain, pollakiuria, polymenorrhagia, speech disorder, tendonitis, tremor and vision blurred with mirena. The reporter commented: on (B)(6) 2014 analgesics were prescribed. A control showed the correct position of essure implants. Afterwards, the patient experienced numerous symptoms, with slow disclosure, leading to self-medication. No migration of both essure but the right implant was in the distal part. On (B)(6) 2019, exeresis of uterus and uterine tubes. A slight granulomatous reaction was observed. The patient noticed an improvement of her health status, with a remaining psychic impact. Analysis showed a degradation of essure implants, in the welding area, with release of metals (tin) responsible of adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: no migration of both essure but the right implant was in the distal part; on (B)(6) 2014: showed essure in correct position. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.